Event description:
A pt, implanted at l3-l5 with n fix rods presented with post-operative pain and will be revised. Rods appear to be intact.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine the manufacture date without a lot number.